Event description:
Device report from depuy synthes reports an event in canada as follows: it was reported that dr (B)(6) performed surgery on this patient a few years ago. The patient came back to him recently with some pain and after a CT-scan, dr (B)(6) saw that there is a non-union of the 3 ribs he put plates on and the plates were fractured. Unknown if the patient experienced an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing. It is also unknown if the patient requires revision surgery or hardware removal. It was unknown if there was any surgical delay or if the surgery was successfully completed. This complaint involves three (3) device. This report is for one (1) matrixrib precontoured plate le f/ribs n. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter name and address: reporters state: (B)(6). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.